Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b3, d9, e1 initial reporter name, h3, h6 medical device problem code. Due to character limit in e1 event site address is (B)(6). A getinge field service engineer found blood intake to device so replaced pim assy. Inspection based on service manual found good. Autofill failure ¿ blood suspected. This alarm occurs when the system is auto filling and a leak in iab result in blood migration back to the system.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1, event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood intake to device. Auto fill error and iab circuit leak alarm. Patient was involved. No harm.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d9 device available for evaluation was not selected as no in previous report.

Event description:
N/a.